Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-aug-2017. The most recent information was received on 07-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20238986) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient did not have any permanent functional deficit higher than or equal to 50% for a duration of at least 6 consecutive months or 6 non-consecutive months on 12 months. Nor any temporary sick leave for a duration of at least 6 consecutive months or 6 non-consecutive months on 12 months and also, she did not have any definitive professional inability. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruations"), presyncope ("vagal malaises"), bloating ("bloating"), swelling abdomen ("belly permanently swollen"), myalgia ("muscle pain"), headache ("headache"), fatigue ("permanent fatigue / chronic asthenia"), visual impairment ("decrease in vision"), hot flush ("hot flushes"), hypersensitivity ("increase in allergies"), vaginal discharge ("vaginal discharges"), urinary tract discomfort ("urinary discomfort") and limb discomfort ("heavy legs"). The patient was treated with surgery (patient underwent hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, presyncope, bloating, swelling abdomen, myalgia, headache, fatigue, visual impairment, hot flush, hypersensitivity, vaginal discharge, urinary tract discomfort and limb discomfort outcome was unknown. The reporter provided no causality assessment for bloating, fatigue, headache, hot flush, hypersensitivity, limb discomfort, menorrhagia, myalgia, pelvic pain, presyncope, urinary tract discomfort, vaginal discharge, visual impairment and swelling abdomen with essure. The reporter commented: she had the implants removed by hysterectomy with bilateral salpingectomy. In view of the seriousness of the damage, the president of the commission declared the latter incompetent to provide an assessment on the circumstances, the causes, the nature and extent of the damage and on the applicable compensation scheme. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: events vaginal discharges, urinary discomfort and heavy legs added. Patient underwent hysterectomy with bilateral salpingectomy. Action taken provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.